Manufacturer narrative:
Pedicle driver was visually evaluated and an unknown substance was found to be clogging the cannula. The device was also returned with a bent finger wheel. No additional information was available as to how the device became damaged.

Event description:
A pedicle driver was returned by the complainant around (B)(6) 2017. Upon inspection, the driver was found to have a rounded distal tip, to be clogged with material, and to have a bent finger wheel. No patient injury, no additional information available.